Event description:
Allegedly, the patient was revised due to broken neck; pocket of the stem was broken too.

Manufacturer narrative:
This is the same event as 3010536692-2015-00717. Report will be updated when investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.